Event description:
It was reported that the patient required "removal of loose acetabular cup. No ongrowth. Three years postop."

Manufacturer narrative:
Investigation pending. No additional information available.